Manufacturer narrative:
Evaluation summary: complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following bilateral intraocular lens (iol) implant procedures, there was an unexpected outcome. The physician has seen an opacity on the iols as well. There are two medical device reports associated with this patient. This report is associated with the right eye.

Manufacturer narrative:
The manufacturer internal reference number is:(B)(4).

Event description:
Additional information received and reported that the intraocular lens (iol) was exchanged for another lens (another model) 406 days following the initial procedure.

Manufacturer narrative:
Lens was explanted. File will be reopened if sample received. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received stating patient had a history of company lenses in both eye and was found to have a central vertical cracks in the lenses causing visual aberrations. The patient had the right lens exchanged for a monofocal lens as well as a pars plana vitrectomy. He is otherwise doing well.

Manufacturer narrative:
The product was not returned. A report was made that there were "central vertical cracks in the lens". Eleven photos were provided, which showed the central aspect of the lens. No cracks were discernible in any of the provided photos. The provided photos were evaluated by ms for the reported opacity. The images were of a multifocal iol with some possible deposits or particles on the iol. It is difficult to determine at what level of the iol (front, within the body, or back) these observations reside because the images are mostly out of focus. The presentation of these particulates are irregular in appearance and do not extend across the iol. These do not have the normal presentation of microvacuoles. Microvacuoles presentation are uniform across the entire iol either on the front and back surface or within the body of the iol. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The provided photos were reviewed and no determination could be made. No cracks were discernible in any of the provided photos. Medical review of the images indicated that they were of a multifocal iol with some possible deposits or particles on the iol. It is difficult to determine at what level of the iol (front, within the body, or back) these observations reside because the images are mostly out of focus. The presentation of these particulates are irregular in appearance and do not extend across the iol. These do not have the normal presentation of microvacuoles. Microvacuoles presentation are uniform across the entire iol either on the front and back surface or within the body of the iol. A director of global quality customer affairs (gqca) has discussed the case with the surgeon. The company iol 23.0 diopter (add power +2.2/+3.2) was replaced with a company 24.0 diopter lens. Patient ended up 20/25 uncorrected. Patient still unhappy with vision. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information provided states that the patient reported having blotched vision in both eyes that appears like fingerprints.

Manufacturer narrative:
The provided photos were evaluated. The images are of a multifocal iol with some possible deposits or particles on the iol. It is difficult to determine at what level of the iol (front, within the body, or back) these observations reside because the images are mostly out of focus. The presentation of these particulates are irregular in appearance and do not extend across the iol. These do not have the normal presentation of microvacuoles. Microvacuoles presentation are uniform across the entire iol either on the front and back surface or within the body of the iol. The product investigation could not identify a root cause for the reported issues. The provided photos were reviewed and no determination could be made. The images are of a multifocal iol with some possible deposits or particles on the iol. The manufacturer internal reference number is: (B)(4).